Event description:
This report is to adverse of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead with the connector pin measuring 15.7cm was returned for analysis. External insulation abrasion was noted at 12.0-12.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.